Event description:
A user faciltiy reports that an intraocular lens (iol) became stuck in the cartridge of the iol delivery system. The facility alaso reported difficulty folding. It is not known whether there was patient impact/injury associated with this event. Additional information has been requested.

Event description:
Additional info provided by the or manager indicates there was no pt impact/injury associated with this event.